Event description:
It was reported that pump end of service (eos) occurred. The pump was explanted and sent back for destruction. The device system delivered morphine.

Manufacturer narrative:
(B)(4). Analysis of the pump (B)(4) revealed a high resistance pump battery.